Event description:
Post-implant cta's from (1 year follow-up) show that the bifurcate was positioned just below the renal arteries. The stent graft od at the renal arteries was 19x20mm. The ipsilateral limb was on the right side. Beginning at the mid-level of the aaa, there is thrombus seen within both the ipsilateral, ipsilateral extension, and contralateral limbs. There is no thrombus seen within the 12mm gate overlapped by the 16mm contralateral limb. There is no stent graft kink or compression seen. The max aaa was 5.5cm. Distal to the stent grafts the blood flow appeared normal bilaterally; no occlusion was observed. Because angiogram images were not provided, the blood flow through the stent grafts could not be assessed. The cause of the thrombus is unknown; does not appear to be anatomy related. The cause may be a patient related issue.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent graft occlusion). Lack of information (unknown cause of occlusion). Evaluation conclusion: lack of information (unknown cause of occlusion).

Manufacturer narrative:
Method: (film evaluation).

Event description:
The patient came in for a routine follow up. A CT showed that the limb did not occlude. There was 50 % thrombus in the femoral artery. The patient is currently asymptomatic and no re-intervention was performed. It is unknown if the event is related to the thrombus.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.0 cm diameter fusiform abdominal aortic aneurysm approximately 10.5 months ago. The aortic neck was 20 mm in diameter and 25 mm in length. The right iliac artery was 18mm in diameter the left 20mm in diameter. The femoral arteries were 8 mm in diameter bilaterally. It was reported that the patient had leg pain while snow shoveling. The patient went to a nearby hospital and received an infusion containing anticoagulant which improved the leg pain. At this time a CT was not taken and the location of the occlusion is unknown. The patient will be monitored. No additional clinical sequelae were reported.